Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows the complaint instrument without a stent in the target lesion in the medial lad, but the dislodged stent itself is not visible. The actual complaint event is not visible. The target lesion is then treated with another stent and the final result is presented. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was chosen for treatment of a lesion with 80 percent stenosis degree in the severely tortuous mid lad. The device was inserted into the patient, and then no stent was visible. X-ray image was performed to find the stent, but it was not found. It should be noted that the device was used after expiry date.